Manufacturer narrative:
Multiple attempts have been made to try and retrieve further event information with no successful response. As per patient he does not have the device. If the device returns or additional information is provided and investigation will be performed at that time.

Event description:
Patient reported they underwent a revision of an m6 device on (B)(6), 2024 due to paysheet outer cord failure-neurotic cyst removal.